Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, high impedance measurements were observed, however, within normal limits. Procedural shock test was performed and after this it was noticed that the placement of the device had moved, which was confirmed through x-rays. This happened because the suture fixation was broken. A new suture was performed and after the procedure was finished, impedance measurements were still high. It was decided to finish the procedure, and the patient will be closely monitored. This system remains in service. No adverse patient effects were reported.